Manufacturer narrative:
(B)(4). For 6 of the 6 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following were replaced: the flow sensor was replaced for 1 unit, the breathing circuit module was replaced for 1 unit, the fresh gas relief valve and the anesthesia control board were replaced for 1 unit, the absorbent canister was replaced for 1 unit, the ez tubing assembly was replaced for 1 unit. For 1 unit, the advanced breathing system was re-seated to resolve the issue.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced gas leaks. 2 units were reported for a leak in excess of 4.5l per minutes, 2 units were reported for a leak greater than 4.5l per minutes which could cause a loss of mechanical ventilation , 1 unit reported for a leak greater than 4.5l per minute preventing manual ventilation, and 1 unit reported for a leak greater than 4.5lpm resulting in the loss of all ventilation modes . These reports were received from various sources. Of the 6 events, 6 did not involve a patient.